Manufacturer narrative:
Brand name: aquacel/aquacel ag - surgical cover dressings. Based on the available information, this event is deemed to be a reportable malfunction. Additional information was requested, but the complainant was only able to provide this information. Complainant was unable to provide the model number, lot number or product sizing information. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported an aquacel ag surgical dressing was difficult to remove from a patient requiring hip surgery. The dressing was applied after surgery and removed by home health on the seventh day. It is unknown if any products were used on the skin before application of the dressing or during removal. The patient had to return to the joint center for use of sensi-care adhesive remover to aid in removing the dressing. The was no untoward affects to the patient and the patient was not readmitted to the hospital. It was further reported that the convatec territory manager has provided instruction to the center on how to remove the dressing and he will continue to educate staff in same.